Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication via an implantable pump for unknown indication for use. It was reported that on friday, (B)(6) 2024, the patient started twisting in car and developed a lump over the pump pocket. It was unknown if there were anycontributing factors. Troubleshooting/diagnostics performed included a cat scan in the emergency room (ER). The results were unknown. Unknown if any actions/interventions were taken to resolve the issue and it was reported that the issue had yet to resolve with patient's status being "alive-no injury". The patient's weight was 125 lb and had a medical history of chronic pain. Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the patient had surgery on (B)(6) 2024. The pump catheter segment was revised. On visual inspection of the catheter, the surgeon noted a pin hole just above the grey dot on the pump catheter cap and a fluid was leaking through the pin hole. They used 8784 pump segments to revise the catheter.

Manufacturer narrative:
Concomitant product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2023 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2023-12-23, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported catheter serial number: (B)(6) pump segment had the hole. It was noted the issue was resolved.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a hole in the body of the pump connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.